Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("chronic, pelvic, other pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage and pelvic pain to be related to essure. The reporter commented: discrepancy note :- had to have additional implant in november 2014 because original coil was damaged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure (batch no. C06465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included trichomoniasis, gonorrhea, pap smear abnormal, numbness in hand, diabetes mellitus and vaginal itching. Concomitant products included norethisterone (mini-pill) from 2010 to 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic, other pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, hot flush, night sweats, abdominal pain lower and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device breakage, hot flush, night sweats and pelvic pain to be related to essure. The reporter commented: discrepancy note :- had to have additional implant in (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015 because original coil was damaged. Lot number:c06465 expiration date: 2016-12-31 production date : 2013-12-16. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure (batch no. C06465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included trichomoniasis, gonorrhea, pap smear abnormal, numbness in hand, diabetes mellitus and vaginal itching. Concomitant products included norethisterone (mini-pill) from 2010 to 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic, other pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, hot flush, night sweats, abdominal pain lower and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device breakage, hot flush, night sweats and pelvic pain to be related to essure. The reporter commented: discrepancy note :- had to have additional implant in (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015 because original coil was damaged. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet and medical record was received. Lot number were added. Event added from pfs- hot flashes, night sweats, lower abdominal pain, bacterial vaginosis, she did not undergo essure confirmation test. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("chronic, pelvic, other pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage and pelvic pain to be related to essure. The reporter commented: discrepancy note: had to have additional implant in november 2014 because original coil was damaged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added device breakage, pelvic pain, abdominal pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.